Manufacturer narrative:
Additional information was received that no device malfunction was suspected.

Event description:
A report was received that the patient had an infection at the ipg site. A symptom of puss and redness were noted. It was mentioned that the infection was not device related. The patient underwent an explant procedure and was prescribed with antibiotics.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the ipg site. A symptom of puss and redness were noted. It was mentioned that the infection was not device related. The patient underwent an explant procedure and was prescribed with antibiotics.